Event description:
In 2003, the patient was treated with a gore excluder bifurcated endoprosthesis. According to the physician, there were no complications from the original procedure and at date unknown to the physician a proximal type I endoleak was noticed with the aneurysm enlarging over 1 cm. The patient is doing fine and has refused any further treatment.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.